Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection had become undone. The customer's blood glucose (bg) level was 310 mg/dl. Reportedly, the customer reconnected the luer lock connection and resumed insulin delivery to correct the bg level.